Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly on (B)(6) 2024 the customer¿s blood glucose level was over 1100 mg/dl. Customer attempted to address the elevated (bg) with a correction bolus via the pump. The customer's spouse drove the customer to the emergency room and the customer was subsequently admitted into the critical care unit. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 11/8/24 with no permanent damage.